Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and found that the system was unable to perform fluoroscopy. Review of the system log file confirmed malfunction and detect to reduce performance. Upon troubleshooting, fse found that both filaments on the tube were measured to be open. To resolve this issue, fse recommended to replace x-ray tube and customer replaced it by the third-party service. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.